Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery when the surgeon was inserting a screw the driver blade snapped off and stuck inside the tail of the screw. It was also reported the surgeon used a unknown instrument to clamp and pull the screw out. The surgery was completed after a 20-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00181 for the driver involved in this event.